Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the device was unable to be recaptured by the delivery system even with reverse tension. Several attempts were made and after more force was applied, the device was successfully recaptured. The physician chose to use a different leadless implantable pulse generator (ipg) and delivery system instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the device was unable to be recaptured by the delivery system even with reverse tension. Several attempts were made and after more force was applied, the device was successfully recaptures. The physician chose to use a different leadless implantable pulse generator (ipg) and delivery system instead. No patient complications have been reported as a result of this event.